Manufacturer narrative:
The investigation is ongoing. Results will be provided within a separate follow-up-report.

Event description:
It was reported that during a case the fabius unit alarmed ventilator failure. There was no injury reported.

Manufacturer narrative:
The user facility reported back that - upon checking the device in follow-up of the event, it was noticed that the nozzle at the apl-valve which forms the connector for the control pressure tube was broken-off. This explains the observed behavior - if the control pressure for the apl-valve gets lost due to leakage the device can't be operated in automatic ventilation. The user will be alerted to this condition by means of a corresponding alarm. It is seen likely that the user has accidentally caused this mechanical damage. The entire breathing system has been replaced which fully solved the problem. The fact that the field failure rate is in the range of 100 ppm reasonably suggests that the design is adequate for the purpose.

Event description:
Please refer to initial MFR. Report #9611500-2020-00033.